Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The modular head and acetabular liner were removed and replaced. A review of invoice history confirmed the surgery that was performed on (B)(6) 2014 was a revision procedure; however, further follow up could not confirm the date of the initial hip arthroplasty or what was originally implanted in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04949 & 04950 & 08863 & 02449).

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The modular head and acetabular liner were removed and replaced. A review of invoice history confirmed the surgery that was performed on (B)(6) 2014 was a revision procedure. Patient legal counsel reports patient underwent a left total hip arthroplasty (tha) on (B)(6) 2007 and a right tha on (B)(6) 2011. Legal counsel for the patient further reports patient underwent left hip revision procedure on (B)(6) 2014 and an additional left revision procedure on (B)(6) 2014 due to allegations of pain. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left revision procedure on (B)(6) 2014 due to a symptomatic metal-on-metal hip replacement. Operative report further noted fluid, metallosis and stained tissue during the procedure. The modular head and taper adapter were removed and replaced with an active articulation liner and modular head. Operative notes indicate that an additional revision procedure was performed on the left hip on (B)(6) 2014 due to a disassociation. During the procedure, it was noted that the polyethylene articulating liner was subluxed from the acetabulum, and the ceramic head was disassociated from the polyethylene component and there was presence of granulated and inflamed tissue. The polyethylene liner was deformed and fractured. The modular head and polyethylene liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Correction: event date should be blank; brand name has been corrected in this report; device product code has been corrected in this report; catalog number, lot number, and expiration date have been corrected in this report; implant date has been corrected in this report; explant date should be blank. The cup remains implanted; 510(k) number has been corrected in this report; device manufacture date has been corrected in this report. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-04949 & -04950 & -08863).

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. The modular head and acetabular liner were removed and replaced. A review of invoice history confirmed the surgery that was performed on (B)(6) 2014 was a revision procedure. Patient legal counsel reports patient underwent a left total hip arthroplasty (tha) on (B)(6) 2007 and a right tha on (B)(6) 2011. Legal counsel for the patient further reports patient underwent left hip revision procedure on (B)(6) 2014 and an additional left revision procedure on (B)(6) 2014 due to allegations of pain. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04949 & 04950).

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch examination of returned device found no evidence of product non-conformances. During the evaluation, the component showed evidence of wear.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an unknown cup should be reported rather than the head for dislocation.